Manufacturer narrative:
Investigation/conclusion: the customer reported discrepant low inratio inr results during testing. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturering records for the lot did not uncover any relevant non-conformances and the lot met release specification. Although the root cause analysis did not include return testing, improper techniques/user issue were identified in the complaint. These could not be ruled out as a cause of the unexpected results observed by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
The caller alleged discrepant low inratio inr results in comparison to the laboratory inr result and the physician's alternate point of care (poc) inr result. The caller reported that she was off coumadin and on heparin from (B)(6) 2015 for a scheduled hysterectomy which was not related to the device. The last dose of heparin was on (B)(6) 2015. She was to restart coumadin 10mg on (B)(6) 2015 and the coumadin 15mg the following day. Results are as follows: date: 04/06/2015, inratio inr: n/a, laboratory inr: 2.2, poc inr:n/a; (B)(6) 2015, 1.2, n/a, n/a; (B)(6) 2015, 1.3, n/a, n/a; (B)(6) 2015, 2.1, n/a, 3.2. Therapeutic range: 2.0 - 3.0 the time between testing, on (B)(6) 2015 was seconds. It was reported that the monitor was not in the correct mode when the finger stick was performed. This is considered a user issue. In addition, the first drop of blood was not used and the sample was not immediately applied to the test strip after the finger stick. These are considered improper techniques when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.